Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Case becomes an incident. Previously added event injury replaced to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain.') In an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with thermachoice endometrial ablation". The patient's medical history included hypertension, anemia, diabetes mellitus, pelvic pain female, nabothian cyst, cervix inflammation, adenomyosis, leiomyoma nos, adhesion, endometriosis, salpingitis isthmica nodosa, bleed in luteal cyst, menorrhagia, sterilization, non-hodgkin's lymphoma, migraine, hypothyroidism, ovarian cyst and pelvic congestion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy. Left salpingectomy. Right salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2018. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received: event 'medical device removal' was updated by 'severe pelvic pain'. Event:'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', lot number, medical history, patient demographic, patient's date of birth, patient's aka name, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain.') In an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with thermachoice endometrial ablation". The patient's medical history included hypertension, anemia, diabetes mellitus, pelvic pain female, nabothian cyst, cervix inflammation, adenomyosis, leiomyoma nos, adhesion, endometriosis, salpingitis isthmica nodosa, bleed in luteal cyst, menorrhagia, sterilization, non-hodgkin's lymphoma, migraine, hypothyroidism, ovarian cyst and pelvic congestion. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy. Left salpingectomy.right salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discripancy noted as essure insertion date: (B)(6)2018. Lot number: 627306 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.